Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No unexpected rewind anomaly noted during testing. However, pump error alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump's rewind process was slower and louder. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.